Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, smart device, and receiver. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was later advised to reset the (B)(6), close all running background applications which also did not resolve the reported issue. No additional patient or event information is available.